Event description:
It was reported that user called back the next day to report a previously reported non recoverable error 4101. They disconnected the affected surgeon side console (ssc) and proceeded with procedure using the remaining ssc. It was reported that the user informed the technical support engineer (tse) that a non recoverable error 41014 occurred in middle of the procedure, causing loss of function at the surgeon console. The user used the instrument release kit to free tissue from the instruments and remove them from the patient. Troubleshooting then focused on the video path, with guidance to check the blue fiber connections at the vision side cart and surgeon side console. The user confirmed the cable was secure at the tower but was unable to access the back of the console and chose instead to perform a system restart. The system was powered off and back on, booted normally, and the error cleared, allowing the procedure to continue as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant medical grade power supply (mgps), generic power distributor (gpd), and surgeon back plane (sbp) to address the issue. The system was tested and verified as ready for use. Isi has received the sbp for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant mgps was returned for failure analysis, and the reported event was confirmed but not replicated. In system logs, error 41014 was found, indicating that the failure occurred in the field. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed on a golden system, where the component functioned as expected. The system underwent 10 power cycles, and no related errors were triggered. Upon checking the surgeon console controller (scc) gpd status, the voltage and current were the same as those of the golden unit. The unit was found to be fully functional. The generic power distributor (gpd) was returned to failure analysis, and the reported issue was not replicated. On artemis, error 41014 was found to indicate the failure occurred in the field. A visual inspection found no issue related to the reported issue. The gpd was installed onto the golden system where the component functioned as expected, and no error code was presented. The golden system was set to run 10 power cycles and sit idle for 30 minutes. Once testing was completed, the board voltages were inspected, and all channels operated within range. The system error logs were inspected, but no error could be identified. Based on these findings, the occurrence of error 41014 in the field could be a potential root cause of this issue. However, the root cause is likely due to an electrical component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon back plane (sbp) was returned for failure analysis, and the reported failure was confirmed but not replicated. A visual inspection found no issues related to the report issue. The printed circuit assembly (pca) sbp was installed and tested into a golden pca system where the component functioned as expected. The system started up without any error. Fa ran 10 power cycles, and all passed and exercised all arms with no issue. The pca, sbp remained on the test system for an hour.